Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) approximately six months ago. Ninety days after eri, the device went to battery capacity depleted. It was noted that the left ventricular (lv) outputs were programmed high; however, the device may have depleted prematurely. A change out procedure was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis verified that the device had premature battery depletion. The device case was removed and analysis concluded that the failure appears to be a cap oxide failure.